Event description:
User alleges that they had several events of receiving resuscitator packages with the mask misshapen and to be attached to the resuscitator. Reporter thinks that they were found during setup and no pt impact.